Manufacturer narrative:
Method: no product was returned for eval and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: the info contained herein is based on the info provided by the initial reporter. The report did not provide any specific info concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted.

Event description:
Drug/diluent: unk. Fill volume: 270ml. Flow rate: 2ml/hr. Procedure: arthroscopic shoulder surgery. Cathplace: left shoulder joint. Pt allegedly developed glenohumeral chondrolysis after having an on-q painbuster pump placed into her shoulder joint that continuously infused local anesthetic for more than 48 hrs following surgery on or about (B)(6), 2005.